Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, the osteotome end caps would not clip well on the handle. This report is for an unknown handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.111.012, lot: 3l9232, manufacturing site: bettlach, supplier: n/a, release to warehouse date: july 8, 2019, expiration date: n/a . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the handle long w/quick-coupl (p/n: 03.111.012, lot #: 3l92321) was returned and received for analysis. No defects were observed with the returned device. Device failure/defect identified? No. Functional test: functional test cannot be performed since the mating device was not received. Dimensional inspection: dimensional inspection was not performed due to complex geometry. Can the complaint condition be replicated? No, the complaint condition cannot be replicated. Complaint confirmed: no, the complaint cannot be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (the handle long w/quick-coupl) is not confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.